Event description:
It was reported that the cap on the kit is crooked, so insulin leaked out instead of into the subcutaneous fat tissue. This occurred at night after the user had to change a catheter due to kinking resulting in high blood glucose, so this severe hyperglycemia continued for several hours. The user was able to correct it but stated a less experienced user would probably have had to go to a hospital or emergency room. No medical or surgical intervention was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. Two pictures were received for evaluation. In the attached pictures it is not possible to see the reported defect. The complaint is not confirmed. During manufacturing, there are checks in process to assure this defect does not occur. Based on the analysis conducted in the picture provided, the complaint was not confirmed. No corrective actions were taken.